Manufacturer narrative:
Evaluation summary: a visual and a tactile inspection was carried out on the device returned: dry blood and contrast agent was found in the circuit and a twisted point was detected on the balloon, at 40mm from the tip. The inspection did not report any other abnormality on the device. A 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: 1 bar: the balloon showed pronounced wrinkles in the middle of the balloon. 2 bar: the balloon kept showing wrinkles in the middle of the balloon. 7 bar: the wrinkles on the balloon were no more visible. 14 bar: the wrinkles on the balloon were no more visible. No twist on the guidewire lumen was detected. Evaluation, methods: visual inspection. Evaluation, results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Evaluation, conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
(B)(4) .

Event description:
The physician was attempting to use an in.pact pacific drug eluting pta balloon catheter to treat a lesion in the proximal superficial femoral artery. The lesion exhibited moderate tortuosity and moderate calcification. Artery diameter: 5mm x80mm. During inflation at 14 atm the balloon could not be fully inflated. The device was replaced with another medtronic device. No clinical sequelae reported. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.